Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material of an unknown origin was found in the biopsy channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and evaluation of the device found a foreign material of an unknown origin was found in the biopsy channel. Additionally, the following were also noted: insertion tube insulation too low; sharp edge (snag) on the charged coupled device cover lens; distal end lens glue and charged coupled device cover lens glue discoloration; bending section cover glue separated; bending tube deformed; connecting tube buckled with a scratch, pocket-pouch; suction cylinder nut had paint peeling off; universal cord scratch; and the control unit angulation was out of specified value range. Leaks were found in the following: connecting tube, distal end of the forceps elevator, and electrical connector unit mouthpiece pin. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing could not be completed due to leakage over multiple spots on the device. The event can be prevented by following the instructions for use which state: "-inspection of the instrument channel and forceps elevator -leakage testing of the endoscope" olympus will continue to monitor field performance for this device.